Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel, 300cc silicone breast implants which the left side ruptured and issue with capsular contracture baker grade ii after implantation. The issue was diagnosed by MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/11/2019, mentor received the suspect device. On 6/28/2019, additional information indicated that the patient had the device removed on (B)(6) 2019, and date of implantation is updated to (B)(6) 2012. Device evaluation completed on 7/3/2019: during analysis of the sample some creases were observed in the anterior and posterior view. Leak testing was performed and it revealed a tear within an area of shell abrasion and crease in the posterior view, measuring approximately less than 0.1 cm. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient underwent removal and replacement as follow: left replaced with catalog number 3503001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).